Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) male pt contacted zoll logistics and reported that the pt passed away on (B)(6) 2011 at 10:30 am. The pt was in the hospital at the time of passing. The nurse also reported that the pt bled out while in the hospital. At 05:25 pm on (B)(6) 2011, the pt experienced an inappropriate defibrillation event. Double counting, likely due to the low amplitude of the qrs complex on the side-side channel, contributed to the false detection. The pt's post-shock rhythm was a normal sinus rhythm. The response buttons were not used during the event. The lifevest was shut down at 8:54am on (B)(6) 2011. The lifevest was deactivated prior to pt passing. Zoll cannot definitively rule out the inappropriate treatment as a contributing cause of the death.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The monitor was fully functional upon receipt. Electrode belt sn (B)(4) was returned for evaluation, but was unable to be evaluated due to extensive blood contamination. These is no indication of any device malfunction. Monitor sn (B)(4): 09/2010. Electrode belt sn (B)(4): 08/2009.